Manufacturer narrative:
The complaint can be verified. The vibrator motor is without function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions of the pump are not affected. A consequence of the defect is the pump triggered several e7 error messages.

Event description:
Reporter initially stated the infusion device displayed an e7 electronic error. No physiological effects were reported. The infusion device was returned to the first level investigation unit, and it was found the vibra alert does not function. The infusion device will be sent to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluation is in progress.